Manufacturer narrative:
Product analysis: the device returned for evaluation. A non medtronic sheath and stylette were loaded in the device and were removed with no issues. The stent was positioned on the balloon between the marker bands in accordance with the positioning specification. However, due to misalignment, the stent did not meet the visual acceptance criteria. Misalignment was observed on the proximal stent wraps, with struts raised. No deformation was evident on the distal tip. No other damage was observed on the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one resolute onyx coronary drug eluting stent deformed in vivo during positioning/advancement. The device was I nspected prior to use and negative prep was performed with no issues. The lesion was adequately pre-dilated before stent placement. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used. It was detailed that there was already a coronary stent in the distal part of the artery, and the plan was to overlap the stents. However, the distal end of the resolute onyx device encountered the proximal part the existing stent and was not advancing. The resolute onyx was removed and examined, and it was found that one part of the strut of the distal side of the stent was peeled off from the sinusoid structure. Another 2.5x15mm resolute onyx stent was used and the procedure was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the previously implanted stent was a non-medtronic stent. The resolute onyx stent deformed. There were no issues noted with the replacement resolute onyx stent. There was no damage to the previously placed non-medtronic stent as a result of the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.